Event description:
A customer reported experiencing multiple intermittent cartridge alarm with their insulin pump. On one occasion, the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. They administered a correction injection to manage blood glucose levels. The customer service team confirmed the alarm's recurrence and decided to replace the pump, which was still under warranty. The customer was advised to return the problematic pump to tandem using a pre-paid label, and a replacement pump with updated software was sent. The customer was informed they would need to program their settings and connect their continuous glucose monitor to the new pump, and confirmed understanding of all instructions provided. The package containing the replacement pump was successfully delivered.